Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized for greater than 24 hours due to high blood glucose level event on (B)(6) 2024. The blood glucose was reported 600+ mg/dl and treated with IV drip. No further information.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: the united states. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.